Manufacturer narrative:
The complaint investigation included a review of service history, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets associated with discrepant /erratic results. A review of complaint data associated with the alinity c processing module did not identify an increase in complaint activity. A review of trending data for the clinical chemistry systems did not identify any similar issues as described in the complaint. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, sn (B)(6), was identified.

Event description:
The customer observed a falsely elevated alinity c magnesium result generated on an alinity c processing module for one patient. Sid (B)(6) initial result = 2.5 mmol/l, repeat result on another analyzer = 0.9 mmol/l (reference range 0.7-1.1 mmol/l). There was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity c magnesium result generated on an alinity c processing module for one patient. Sid (B)(6) initial result = 2.5 mmol/l, repeat result on another analyzer = 0.9 mmol/l (reference range 0.7-1.1 mmol/l). There was no impact to patient management.